Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported in (B)(6) of 2016 the implantable neurostimulator (ins) stopped working so they noticed a big change in the patient¿s back pain, and it was even worse than before to the point it was now horrible. It was further reported the patient hadn¿t charged the ins for some time so they were unable to communicate with it using the programmer. Relevant medical history includes non-malignant pain.

Event description:
Additional information received stated that a week prior to the report, a manufacturer representative met with the patient several times and attempted to pull the battery out of overdischarge but was unsuccessful. The consumer stated that the representative then contacted them on (B)(6) 2016 and stated that they were able to get the battery out of overdischarge. It was reported the patient and the representative were to meet on (B)(6) 2016 to put the ins in MRI mode and confirm eligibility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.